Event description:
Customer reportedly obtained results of 11mg/dl and 344mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. Customer stores strips in a bag with an icepack which may compromise the accuracy due to the low temperature. No quality controls were used. Requested return of the suspect device and replacement was sent.